Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that on (B)(6) 2015, the rv pacing impedance measured >3000 ohms. Additionally, beginning (B)(6) 2015, the v. Sensing integrity counts up to 394 and vt-ns episodes were noted with evidence of lead noise oversensing. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that after the patient's bladder surgery, an interrogation showed the right ventricular (rv) lead with an alert for high pacing impedance due to a possible lead fracture. Also, noted were oversensing, sensing integrity counter (sic) and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.